Event description:
During routine testing of the device at the service center, the service technician observed "f033" and "f133" error code messages. The service technician also observed that the led card was very loose in the card cage. This monitor was originally returned for repair due to the device not holding a charge when the "f033" and "f133" error messages were found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.